Event description:
As reported for this event by the customer, during preparation for use, it was observed that the device touch panel was not functional and there was no display. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the touch panel issue could not be determined. Olympus will continue to monitor field performance for this device.